Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs(device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Sensor (B)(6) has been returned and investigated. No physical damage was observed on the sensor patch. No issues were observed with adhesive. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed.  All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adverse skin reaction was reported with wear of the adc device. Customer experienced symptoms described as itching, redness and purulent discharge and had contact with an hcp who prescribed diprosone cream for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Sensor 3mh00hjgf3d has been returned and investigated. No physical damage was observed on the sensor patch. No issues were observed with adhesive. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed.  All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. H10 - (additional mfg narrative) was incorrectly documented in the previous report. The correct h10 - (additional mfg narrative) has been updated.

Event description:
An adverse skin reaction was reported with wear of the adc device. Customer experienced symptoms described as itching, redness and purulent discharge and had contact with an hcp who prescribed diprosone cream for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adverse skin reaction was reported with wear of the adc device. Customer experienced symptoms described as itching, redness and purulent discharge and had contact with an hcp who prescribed diprosone cream for treatment. There was no report of death or permanent impairment associated with this event.